Event description:
Patient was interrogated to have high impedance. Patient was referred for surgery. Vns was programmed off. Patient reported no trauma at the generator or lead site. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician states they have no idea of the cause of the altered perception of stimulation for the patient. Physician reports that stimulation was not perceived since the device stopped functioning as a safety precaution due to the high impedance. X-ray prior to surgery shows no lead damage and no damage seen during surgery. Surgeon reports lead was backed out three times and each time verifying there were no obstructions, lead was screwed in tightly. It was confirmed that lead pins were past the back end of the connector block. Each time device was interrogated and received a high impedance reading. The surgeon used the test resistor and performed test twice on generator. Generator diagnostics showed high impedance. Generator was replaced and high impedance resolved. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B6: corrected data; initial MDR inadvertently omitted information known prior to submission.